Event description:
It was reported that during a breast biopsy, a tissue marker was placed and the introducer could not be removed from the probe after deployment. A hemostat was used to pull the introducer free from the probe. It was noted that the tip of the introducer was gone. Post mammography films confirmed the tip was in the pt. Pathology results determined the lesion was malignant; therefore the tip will be removed during the pt's follow-up surgery. Product will not be returned for analysis.